Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the evis exera iii colonovideoscope exhibited a clog due to foreign material inside the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The presence of foreign material was confirmed. Based on the results of the investigation, the definitive root cause of the foreign material could not be determined. Reprocessing was performed in accordance with the instruction manual. The instruction manual identifies detective and preventative verbiage associated with foreign material in "gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection" and "gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope." Olympus will continue to monitor field performance for this device.